Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump's act button had been sticking. She also reported that the customer had been experiencing high and low blood glucose levels. Customer's blood glucose value is unknown but she stated it was between 300 to 400 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. A loaner insulin pump was sent. No product was returned for analysis.